Event description:
It was reported during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion being treated was located in the severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was used for pre-dilation. The balloon catheter was inflated at 16 atmospheres during the first and second inflation. However, on the third inflation at 16 atmospheres, the balloon ruptured. The balloon catheter was then removed intact from the patient's body. The procedure was completed with this device and no patient complications were reported. The patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as it was reported that the balloon was inflated above the rated burst pressure noted in the dfu. (B)(4).